Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: certified cardiographic technician (cct). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved was used after a case for closure. While the physician was deploying, after the anchor was set, the sheath and the insert "handle" cracked off. The physician was able to salvage the situation without harm to the patient. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. The patient was ok. Additional information was received on 24 jan 2022: the procedure performed prior to use of the closure device was an angiogram of the leg. It was confirmed that the handle that cracked off was the sheath cap. The actions the physician took to salvage the situation was to remove the device. The procedure sheath that was used was a 5 fr. There was no pre-deployment angiogram was performed. The patient was in stable condition. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section e4, update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated. The hemostasis sheath was found to have been in good condition with no signs of damage or deformation. The carrier tube was found to have been returned in the fully rear-locked position with part of the tubing severed off. The tube was severed off near its mid-length, and all internal components were missing from the device. The complaint was able to be confirmed. No root cause was able to be determined. The likely cause was determined to have been off-axis loading of the carrier tube hub resulting in device separation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).